Event description:
It was reported polymem adhered to the patient's wound and was unable to be removed with saline, thus requiring manual débridement with a dermal curette. The healthcare professional observed healthy epithelial tissue after dressing removal.